Event description:
The customer reported system charging errors. Further information identified that these errors were experienced during the boot sequence. This issue will preclude the system from booting to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The charging pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.